Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) failed to pace correctly. No fault was found with the epg during analysis. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) pacing was set to 80 beats per minute (bpm), however, the ventricular paced at 110 bpm and the atrial did not work. The epg was returned for service. No patient complications have been reported as a result of this event.